Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens, and the trailing haptic tore. The lens was removed with no pt injury, no enlarged incision or sutures. The cartridge used has not been approved by the MFR for use with this model lens.

Manufacturer narrative:
Eval results - other: visual inspection of the returned prod found the lens optic torn into pieces and both haptics torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not retuned for eval. Conclusions - other: based on the complaint history and the eval of the returned prod, a possible root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens.